Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient sent a merlin.net transmission that showed charge time null on the fastpath summary. Review of diagnostics showed no charge time parameter was displayed. At last follow-up three months prior charge time was within normal limits. The patient will be monitored remotely.